Event description:
It was reported that the patient experienced atrial flutter. The pulse generator exhibited loss of atrial sensing. The physician programmed the device to ddi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.